Manufacturer narrative:
MFR has not rec'd the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction.